Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The field service engineer (fse) went on site and confirmed the reported issue about patient side cart (psc) running on battery. The fse advised customer to notify staff that it was a requirement to plug system into wall outlet when not in use so as to not damage the battery. Fse also advised that if no wall outlets are available near psc, to press the epo red button when not in use to prevent the battery from draining excessively. Fse performed system verification and tested according to the procedures. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the patient side cart (psc) was running on battery. Prior to calling for the support, the customer tried multiple power outlets, hard rebooting the system, and verified the emergency power button. Also, it was stated that psc was on, but the clutch buttons weren't working. Furthermore, the customer mentioned that they were going to undock and may bring another psc or convert to laparoscope. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.